Event description:
Report received stated that during the arteriovenous graft (avg) operation, eptfe stands adhered to the helix upon removal. The operation was performed with the same model graft and there was no problem or delay in the operation.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Report received stated that during the arteriovenous graft (avg) operation, eptfe stands adhered to the helix upon removal. The operation was performed with the same model graft and there was no problem or delay in the operation.

Manufacturer narrative:
The complaint description states that a "hair" was loosened from the front of the graft during the operation so the graft was replaced. Upon evaluation of the returned graft, what appears to have occurred is a fiber became frayed when the tip of the graft was trimmed and in an attempt to remove it, the fiber was pulled on rather than trimmed. This caused the fiber to continue unraveling from the graft, at which point the graft was replaced. Upon investigation of the returned device, it is confirmed that delamination occurred and the outermost layer of the device was unraveled. This is an anticipated failure mode for which there are instructions in the IFU to specifically prevent. The IFU for this device instructs the user to cut the graft using sharp surgical instruments (preferably scissors) in order to prevent damaging the layers of the device. It also warns the user not to pull on any layer of the device that becomes separated. The complaint can be confirmed however there is no indication that the product was faulty as the device history records show that the product met all quality and performance requirements and there were no non-conformances during the manufacturing process. Based on the details of the complaint and investigation the thread of material appears to be from handling. The small piece of the graft rather than being trimmed was pulled unraveling the graft further. In this regard the root cause is most likely user error. The graft was likely not cut with a sharp instrument, as instructed in the IFU. The complaint trend review was completed for the 15-month periods ((B)(6) 2020 - (B)(6) 2022) to identify other complaints with the reported defect. In the 20 total months reviewed, this complaint was the only one identified with the stated reported defect. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate.

Event description:
N/a.

Manufacturer narrative:
Additional information: d9.

Event description:
N/a